Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: this investigation was initiated due to a misidentification of 2 strains of aeromonas salmonicida dsmz qc strains on vitek2 v7.01 gn card. Two (2) strains received at rdcs instead one initially expected: dsmz 21281 atcc 33659 =: aeromonas salmonicida spp achromogenes called s1. Dsmz 19634 atcc 33658 = a. Salmonicida ssp salmonicida called s2. On vitek®2 (v7.01) gn cards, one (1) card of the random lot a (rla: 2410052103) and one (1) card of a random lot b (rlb: 241398620) were tested on both customer strains. These tests gave an excellent identification to aeromonas salmonicida on both lots for the two strains except one time with the strain s2 and the random lot b (excellent identification to vibrio vulnificus 96%). According to the comparison of biochemical profiles obtained on vitek®2, the misidentifications (customer and rdcs) are probably due to atypical positive test (bnag).

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: this investigation was initiated due to a misidentification of two (2) strains of aeromonas salmonicida dsmz qc strains on vitek®2 v7.01 gn card. Two (2) strains were received by biomérieux instead of one (1) initially expected: dsmz 21281 atcc 33659 =: aeromonas salmonicida spp achromogenes called s1. Dsmz 19634 atcc 33658 = a. Salmonicida ssp salmonicida called s2. On vitek®2 (v7.01) gn cards, one (1) card of the random lot a (rla: 2410052103) and one (1) card of a random lot b (rlb: 241398620) were tested on both customer strains. These tests gave an excellent identification to aeromonas salmonicida on both lots for the two (2) strains except one (1) time with the strain s2 and the random lot b (excellent identification to vibrio vulnificus 96%). According to the comparison of biochemical profiles obtained on vitek®2, the misidentifications (customer and biomérieux) are probably due to atypical positive test (bnag).

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® 2 gn test kit. The customer reported that aeromonas 19634 was identified as acinetobacter haemolyticus with 93%. The customer confirmed patient results were not affected, incorrect results were no reported, and there were no patients harmed or treated incorrectly. An internal biomérieux investigation will be initiated.